Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated a lead impedance out of range alert. Analysis of the device memory indicated the impedance trend on the atrial pacing lead was variable. An out of tolerance (oot) subthreshold lead impedance alert was recorded. Atrial pace impedance rises from 650 ohm the week ending (B)(4) 2011 and varies between 512 and greater than 14000 ohm throughout the record.

Event description:
It was reported that the atrial lead has a history of high impedance. The patient has chronic atrial fibrillation (af) and the atrial lead is able to sense the af quite consistently. Possible lead fracture is suspected. The physician chose not to replace the lead due to the permanent af and complete heart block (chb). The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial lead has a history of high impedance. The patient has chronic atrial fibrillation (af) and the atrial lead is able to sense the af quite consistently. Possible lead fracture is suspected. The physician chose not to replace the lead due to the permanent af and complete heart block (chb). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193 implantable pacing lead (B)(6) 2004; c154dwk implantable cardioverter defibrillator (B)(6) 2008; 6949 implantable tachy lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.